Event description:
The customer reported obtaining three (3) erroneously low glucm (glucose modular) results involving the unicel dxc 800 synchron system. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer repeated the samples and results were reported out of the laboratory. No other tests or analytes were questioned by the customer; only glucm results were repeated for this event. The customer indicated that when the erroneous results were noticed, the customer attempted to recalibrate glucose but failed both times with span errors. The customer proceeded to clean the glucose cup and performed a glucose sensor calibration. Glucose calibration passed but level 2 qc (quality control) result was low. Qc results were within the laboratory's established ranges prior to the event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered heavy reagent residue buildup in the cup, drain, and reagent lines. The fse decontaminated the glucose channel by flushing out the cup assembly through the reagent lines. The fse also cleaned the stir bar and cup assembly and no hardware was replaced. Repair was verified per established procedures and results met published specifications. Results: failure mode is attributed to heavy glucose reagent residue buildup throughout the glucose channel and decontamination of the glucose channel resolved the issue.